Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2019-02362; 1627487-2019-02363. It was reported that the patient underwent a full system replacement on (B)(6) 2019 due to the patient wanting the leads to be moved to a new spot that would effectively treat all of the patient¿s pain. Therapy has been restored postop.

Event description:
Device 3 of 3; reference MFR. Report#: 1627487-2019-02362, 1627487-2019-02363.